Event description:
Same case as MDR ID # 2134265-2014-02477 and 2134265-2014-02453. It was reported that automatic pullback failure occurred. During a percutaneous transluminal coronary angioplasty (ptca) with intravascular ultrasound, it was noted that the transducer was rotating however, the pullback mechanism did not work. Procedure was not completed due to this event. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years and older device evaluated by manufacturer: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed.. The most probable root cause was unable to be determined. (B)(4).